Manufacturer narrative:
The insulin pump was received with intermittent frozen display and constant audio alarm tone. Problem isolated to the motherboard. It was unable to perform the displacement test due to frozen display. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the insulin pump has a constant tone and a solid flat line on screen with no message. It was stated that the alarm did not clear by pressing the esc and act buttons. They removed the battery for a few minutes but the constant tone continued after inserting the battery. Blood glucose value was 252 mg/dl. The insulin pump was replaced and returned for analysis.